Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was evaluated by the customer. The customer replaced the system board to address the issue.